Manufacturer narrative:
Na.

Event description:
A field engineering specialist complained on the behalf of a customer about a questionable gluc3 glucose hk gen.3 result for 1 patient sample and a questionable alb2 albumin gen.2 result for 1 patient sample tested on a cobas 8000 c 702 module. Patient 1 initial gluc3 result was 35 mg/dl. The same patient sample was repeated twice on the same analyzer with gluc3 results of 119 mg/dl and 33 mg/dl. The same patient sample was run on another analyzer with a gluc3 result of 35 mg/dl. Patient 2 initial alb2 result was 8.1 g/dl. The same patient sample was tested on both the same analyzer and on another analyzer both with an alb2 result of 4.2 g/dl. The gluc3 and alb2 reagent lot information was requested but was not provided. The erroneous results were not released outside of the laboratory. There was no adverse event. The field engineering specialist was unable to determine a root cause. He cleaned the sample probes. He checked the adjustments of the sample probes and adjusted the wash. He ran precision testing with acceptable results. The customer ran qc with acceptable results. The customer stated that they believed the issue was an isolated issue and was resolved due to the service activities performed. The investigation is currently ongoing.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.